Event description:
It was reported that a pt underwent an open repair of primary umbilical hernia on (B)(6) 2010, and mesh was used. In (B)(6) 2010, the pt developed a recurrent bulge. On (B)(6) 2010, the pt indicated this on the 6 month pt follow-up questionnaire. The pt reported back to the facility on (B)(6) 2010, and the surgeon diagnosed a recurrence. The hernia recurrence was repaired on (B)(6) 2010, using another mesh with a laparoscopic repair.

Manufacturer narrative:
(B)(4). Hernia recurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.